Event description:
It was reported that the pump declared an altitude alarm, and there was damage to the pump housing and usb. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to resolve the altitude alarm by removing obstructions from the speaker holes, cleaning them, reconnecting the cartridge, and waiting to resume insulin. Technical support also confirmed the damage through photos and decided to replace the pump. Customer will use a backup pump.